Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no battery out limit alarms were noted during testing. No moisture damage was found on the electronics, motor, battery tube, or vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after customer was pushed into a swimming pool. No significant events leading up to the alarm were recalled. The customer's blood glucose was 12.7 mmol/l. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.